Manufacturer narrative:
Follow-up # 1. The lay user/patient¿s meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. The test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the patient contacted lifescan (lfs) USA alleging that their onetouch ultra2 meter was reading inaccurately erratic. The complaint was classified based on the initial call recording which the medical surveillance specialist (mss) listened back to. The patient stated that the alleged inaccuracy issue occurred on an unspecified date around one month prior to the alert date of (B)(6) 2016. At this time the patient obtained blood glucose readings of "500 and 23mg/dl" with the subject meter within 20 minutes of one another. The patient manages their diabetes with self-adjusted insulin (usually 30 units in the morning and 7 units in the evening), and denied making any changes to their normal diabetes management regimen as a result of the alleged product issue. The patient stated that they did not develop any symptoms as a result of the alleged product issue but required a glucagon injection from their mother (a registered nurse) around one month ago, after the alleged product issue occurred. The patient also made reference to a doctor's office visit where they had their hemoglobin a1c measured and also had a blood glucose test performed on another unspecified device with a result of "83mg/dl" being obtained. At the time of troubleshooting the customer care advocate noted that the results which were obtained were obtained while the meter was incorrectly calibrated to calibration code 16 rather than 25. The unit of measure was set correctly and the results were taken from an approved sample site. The patient's products were replaced and requested for evaluation. This complaint is being reported based on the following conclusion: although the patient's testing technique was incorrect, thus invalidating the alleged erratic subject meter results, the patient reportedly required intervention from a hcp as a result of the alleged product issue after it occurred.